Event description:
Account experienced discrepant results for 5 pt samples. The following examples were provided: initial sodium result 113 mmol/l, repeated twice, results were 98 and 137 mmol/l; initial potassium 2.87 mmol/l, repeated twice, results were 3.09 and 4.49 mmol/l; initial co2 10 mmol/l; repeat 26 mmol/l; initial glucose 70 mg/dl; repeat 105 mg/dl. Initial bun 3 mg/dl; repeat 12 mg/dl. Initial calcium 6.8 mg/dl; repeat 9.0 mg/dl. Initial total protein 5.0 mg/dl; repeat 7.4 mg/dl; initial alt 22 u/l, repeat 34 u/l; initial alk phos 28 u/l; repeat 52 u/l; initial ast 8 u/l, repeat 22 u/l. Erroneous results were not reported. The field service representative found the sv4 valve was not closing completely and replaced the valve. Performance tests were performed.

Event description:
Account experienced discrepant results for 5 pt samples. The following examples were provided: initial sodium 121, repeat 136 mmol/l; initial potassium 3.57 mmol/l; repeat 4.08 mg/dl; initial alk phos 36 u/l; repeat 83 u/l. Erroneous results were not reported. The field service representative found the sv4 valve was not closing completely and replaced the valve. Performance tests were performed.

Event description:
Account experienced discrepant results for 5 pt samples. The following examples were provided: initial sodium result 119 mmol/l, repeat 139 mmol/l; initial potassium gave 3.37 mmol/l; repeat 3.92 mg/dl; initial calcium 7.2 mg/dl; repeat 9.3 mg/dl. Erroneous results were not reported. The field service representative found the sv4 valve was not closing completely and replaced the valve. Performance tests were performed.